Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a deep scratch on the screen. Customer is unable to read the display on the left side of the screen. Customer stated she was moving around a lot doing a lot of cooking. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.